Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing and was not related to physical damage. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 - UDI one device was returned for evaluation. Visual inspection revealed a scratched lcd lens and sticky latch lock. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found stuck at 2500. The most probable root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.